Event description:
Complainant alleged that during biomed testing, the device powered up in the incorrect mode. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. During disassembly of the device to determine root cause, the technician observed damage consistant with mis-handling. An internal inspection found the flex cable was misaligned. The flex cable was realigned and secured. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.